Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 03-jun-2018, UDI#: (B)(4) ; product ID: 8781, serial/lot #:(B)(4), ubd: 21-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clincial study regarding a patient receiving compounded baclofen (unknown dose and concentration), compounded bupivacaine (unknown dose and concentration), and compounded morphine (unknown dose and concentration) via an implantable pump for malignant pain. It was reported on (B)(6) 2018 the patient reported pain and swelling at the lumbar/back incision site and pump site with some discomfort two weeks following revision. Per the hcp, the patient should ice the area and does not require an unscheduled appointment. On (B)(6) 2018 the patient continued to report pain and swelling at the pump site , now greater than two weeks post revision surgery. The patient denied pain at the catheter site. No action was taken to resolve the pain at the catheter site. The patient was advised to place socks between their pump and mattress when lying down to decrease/alleviate pressure on site while sleeping. On (B)(6) 2018 the patient again reported pain at the catheter site greater than two weeks post revision. On (B)(6) 2018 palpation an examination revealed pump inversion. The hcp manually returned the pump to its original/correct position on (B)(6) 2018. It was noted they planned to do a revision with a pouch should the pump inversion occur again. It was noted that the pain at the catheter site resolved without intervention on (B)(6) 2018. The outcome of the pump inversion and pain at the catheter site resolved without sequelae on (B)(6) 2018. The outcome of the pain at the pump site was noted as ongoing. The clinical diagnosis was pump inversion and pain at the pump and catheter site. The patient's weight was 240 pounds. The etiology of the event (pump inversion) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The etiology of the event (pain at the catheter site and pump site) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was the pump pocket and lumbar site. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hpc via a clinical study on 2019-mar-18. It was reported that the previously reported pump inversion resolved without sequelae on (B)(6) 2019, however on (B)(6) 2019 other intermittent pump inversion was reported. It was noted that the patient was experiencing pain at the pump and catheter sites. The cause of the pain was unknown, and no action was taken. The pain at the pump and catheter sites was ongoing, and the intermittent pump inversion was unresolved with no further action planned. It was indicated that the pump inversion was secondary to "eds."

Manufacturer narrative:
Event description: updated to reflect the information received on 2019-may-16. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2019-may-16. It was clarified that the eds was ehlers-danlos syndrome. No further complications were reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving hydromorphone 3 mg/ml for a total dose of 1.249 mg/day, bupivacaine 10 mg/ml for a total dose of 4.163 mg/day, and compounded baclofen 300 mcg/ml for a total dose of 124.90 mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the pain at the pump site was unresolved with no further action planned. The outcome of the pain at the catheter site was resolved without sequelae on (B)(6) 2019. No further complications were reported.